Event description:
It was reported that during a da vinci myomectomy procedure, a piece from the harmonic ace curved shears insert accessory installed on the harmonic ace curved shears instrument broke off and fell into the patient. The broken piece was retrieved and the planned surgical procedure was completed. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The insert accessory was returned and evaluated. Per the customer reported complaint, engineering observed that the insert curved blade is broken, at the location where the clamp arm pin is located. The contact mark was observed on the pin. Engineering concluded that the damage was likely due to contact with the clamp arm pin. No other physical damage was found. The instruments and accessories user manual specifically states: general precautions and warnings,, o handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. O do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.